Manufacturer narrative:
The customer's sensor was returned and an investigation was performed. Performed visual inspection on returned sensor patch and no issues were observed. Extracted data using approved software. Sensor was in state 5, which is normal termination. No product deficiency was identified. The actual date when the event occurred in unknown. The date listed in section is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2018, after six days of wear, customer noticed ¿extreme skin irritation¿ at the insertion site. Customer reported having contact with her healthcare provider and was prescribed prednicarbate ointment (a corticosteroid). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2018, after six days of wear, customer noticed ¿extreme skin irritation¿ at the insertion site. Customer reported having contact with her healthcare provider and was prescribed prednicarbate ointment (a corticosteroid). No additional treatment was required. There was no report of death or permanent injury associated with this event.